Event description:
Ems personnel attended to a pt diagnosed in cardiac arrest. On the first attempt to administer a shock to the pt, the device allegedly displayed a paddles lead off message and the defibrillator would not charge. By manipulating the paddles connector, the defibrillator was successfully charged and defibrillation therapy was delivered to the pt. The pt was resuscitated and subsequently delivered to the hosp emergency room. There were no adverse affects to the pt reported as a result of the alleged malfunction.